Event description:
It was reported the pt had stopped using her scs system 4 to 6 months prior; the pt had lost weight, and her pain had decreased. The pt reported she had discomfort at the tip site, and was unable to communicate with the ipg using external devices. It was reported the ipg was confirmed to be non-responsive due to not charging the ipg. Follow up identified the physician replaced the ipg to resolve the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.